Event description:
The customer contacted beckman coulter (bec) stating that they were getting low, out of range, results on latron control with non-numeric differential results on the coulter lh 500 hematology analyzer. The customer indicated that they already tried purging and bleaching the flow cell. The customer stopped running the differential cycle on the lh500 analyzer, but continued to run the complete blood count (cbc) cycle as the cbc parameters were unaffected. The laboratory personnel at that time proceeded with doing a manual differentials. No erroneous results were associated with this event. No incorrect patient result were generated. When the vcs (volume, conductivity, light scatter) system drop in dc (volume) channel, the differential results were simply voted out and no results were displayed. The system posted errors in the form of vote outs and latron control test result failure. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse replaced the radio frequency (rf) box due to the sudden decrease in volume (or dc) with latron. The rf box was installed with the appropriate latron values. Following the repair, the instrument was verified and five specimens were run without any further issues. The fse indicated that the rf box was installed approximately two weeks before. Failure mode was attributed to the rf box which needed to be replaced. The instrument generated out of range latron control results and differential non-numeric results to alert the operator to an instrument problem. Beckman coulter internal identification number for this report is (B)(4).